Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset cat# 65771101520 lot# 62778113. Zimmer femoral head sterile product do not resterilize 12/14 taper cat# 00801803604 lot#62772627. Zimmer shell porous with cluster holes 54 mm cat# 00620205422 lot#62770725. Zimmer liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells cat# 00630505036 lot# 62751199. Zimmer bone scr 6.5x50 self-tap cat# 00625006550 lot#62726324. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02857.

Event description:
It was reported the patient underwent a left hip arthroplasty. Subsequently, patient was revised approximately 4 years later for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.